Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was inadvertently programmed to monitor only following an ablation procedure. Therefore, the ICD did not respond during an episode of monomorphic ventricular tachycardia (mvt). The patient remained asymptomatic.